Manufacturer narrative:
Device not available for evaluation - disposed: the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient, (B)(6) , was a (B)(6) female (B)(6) (date of birth unknown). According to the complainant, the physician introduced the device into the lesion, but was unable to retrieve the stone. The device was removed from the patient and it was noted that part of the sheath was torn and one of the wires had detached from the basket. It is unknown if the wire detached inside the patient or upon removal, it was confirmed however, that the detached wire was retrieved by the physician at the end of the procedure. The procedure was completed with another of the same device. There were no complications as a result of this event and the patient's condition post procedure was stable.